Manufacturer narrative:
Corrected data: b5-a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens rotation. In a separate visit the lens was repositioned, and the problem was not resolved. In a third visit the lens was exchanged for a spherical lens and a laser refractive surgery was performed. This resolved the problem. Cause reported as other. H6- clinical code 2137 in previous MDR is not applicable. Code corrected to 4582. Device evaluation: h3- lens returned in a vial in liquid. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Over/under correction, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens rotation, and refractive surprise. In a separate visit the lens was repositioned. In a third visit the lens was exchanged for a spherical lens and a laser surgery was performed. This resolved the problem. Cause reported as other.